Event description:
It was reported that they had better results with the trial and was still in pain after the implant. The issue began a week, 3 weeks, or a month after the implant. Patient (pt) mentioned they had spinal injections on either side of their '3' and '4' and epidurals but they quit working so their healthcare provider (hcp) recommended the implant. The trial worked great and they had like '70%' (agent understood this as relief). Patient mentioned their representative used to talk to them twice a day during trial but felt like they were in limbo after getting implanted. Patient had the implant done and had their bandages taken off and finally got relief and had 4 different groups to play around with. Patient mentioned the groups weren't working that well and they weren't happy with the results. Patient was sick then had issues with their car starter and rescheduled the readjustment. Patient had to heal before turning the stimulation on and the representative put in generic settings. Patient met with their representative (B)(6) so rep tweaked their settings and they would touch base with rep next (B)(6) and see how group a would go then move on to group b and so on. Patient was told that eventually there were times where they would get up to walk and the stimulation would turn on and when they sat down it would turn off and the stimulation would turn off when they went to sleep but that the readjustment would take a couple weeks. Patient felt kind of misled by their hcp. Patient was somewhat happy but they weren't getting better results compared to the trial targeting a certain area. Patient still had pain after standing up or walking and they had the same pain from before they got the implant. Patient would be shopping at walmart and they had to lean on the cart and they couldn't walk very far without the pain in the middle lower back like normal. Patient would cook dinner or do some dishes and they would just be standing then their back would start hurting. Agent redirected patient to their hcp to address the issue. Patient needs a m belt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.